Manufacturer narrative:
Investigation of this complaint found that a use error occurred at 18:26pm on (B)(6) 2016, when a user affirmed in the instrument software that the reagent concentration in bottle 9 (ethanol) was to be set to default value of 100%. The actual ethanol concentration in bottle 9 (ethanol) remained unchanged at 84.8%, because the complainant had confirmed to a leica representative that the reagent in bottle 9 had not been replaced. Manufacturer evaluation of the instrument logs confirmed that bottle 9 (ethanol) was removed from the instrument for 59 seconds, which is not sufficient time to complete manual replacement of the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 9 (ethanol) was used for the final dehydration step of the "factory 1hr xylene standard" protocol started in retort a at 18:27pm on (B)(6) 2016, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint that all tissue samples from a biopsy protocol, were under-processed. Information documented by a leica field support specialist (fss) who contacted the complainant on (B)(6) 2016 in response to the complaint, details that all cases for which sub-optimal tissue processing had been reported were diagnosable; and that: "tech admitted to not changing bottle 9 correctly because she was rushed and did not have time to change the reagent."